Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline, and the user had to set the station to override to dispense the medication. A technical support specialist (tss) dialed into the server, executed a server downtime query, which returned the result "last successfully processed xml" and no "disconnected" flag was present. The tss then restarted the external messaging services and re-ran the server downtime query. The tss had made follow-ups to obtain a resolution, but there had been no response from the customer's end and the tss had updated the case for closure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was offline. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.